Event description:
Scientific-target was notified that the tracker-18 hi-flow infusion catheter ruptured during first post embolization using embospheres 100 - 300. Slight resistance was felt, which cleared during flushing with saline. Angio demonstrated contrast flow well through blown tip of catheter. Physician thinks that the catheter did rupture due to blockage with the embospheres 100 - 300, but would like this to be confirmed. The condition of the pt is fine.